Event description:
The catheter was being used for several hours, and then would not work. The ablation generator was unable to come on; there was a "temperature limiter error." The ablation catheter inserted into the patient catheter is connected via a cable to the rf generator. Usually once the generator is turned on ablation is in progress. This time no ablation could be performed due to error code "temp limiter." The generator was trouble-shooted with no improvement. We have a new generator and are confident it was the catheter. The catheter was changed and it worked just fine.